Event description:
In january 2005, roche molecular systems, inc. Found through internal investigation that bhv qs, lot f10513, contains a low level of recombinant hiv dna that was inadvertently introduced during the filling process. Bhv qs lot f 10513 was manufacturer on october 4, 2004 and was packaged into the taqman, taqman hbv analyte specific reagent, m/n 3322092018, lot f10185 (exp date: 9/30/2005) on december 13, 2004 the taqman hbv analyte specific reagent is used by customers in "home-brew" pcr assays for the detection and/or quantitation of hbv dna. Because of the specificity of the pcr amplification and detection process, the hiv dna can only be detected if the hbv qs is amplified and detected using hiv primers and probes.